Event description:
Rptr noted cassette had low flow after prime and tune. Handpiece didn't deliver adequate fluid. Replaced cassette. Felt this was safety issue, if overheated could have caused injury.